Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
While the customer was using a cavitron 300 series g310, they allege that the inserts are heating up. No injury was reported from the alleged event.

Manufacturer narrative:
01/13/2026 evaluation tech: (B)(6). Edh dsp/if/ic/scan board damaged. Display is cracked all around the edges. Ran unit for 25 min without any issues; inserts didn't heat up; I suggest checking your inserts and be sure to use "30k dentsply sirona inserts" when using our units. Damaged handpiece cable; has holes throughout the cord. Wrong or missing water filter affecting water quality. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval. St: 05/21. Hpc: 04/21. DHR review is not required because the product was returned for evaluation, and the described failure mode is a known hazard.